Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips were requested for return, but the customer confirmed all the test strips were used. No product will be returned for investigation. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs meter serial number (B)(4) compared to a stago analyzer with neoplastine cl plus reagent. The customer used a different finger for each meter test. At 10:16 a.m., the customer¿s meter result was > 8.0 inr. At 10:20 a.m., the customer¿s meter result was > 8.0 inr. The customer went to the hospital for confirmation testing, and the laboratory¿s result within an hour of meter testing was "between 5.3 inr and 5.8 inr." The customer¿s therapeutic decisions were made based on the laboratory¿s result. The customer¿s therapeutic range was 2.0- 3.0 inr.